Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device - n/a, did not want to interrupt pt while recharging implant for serial number (pt will call back tomorrow). The reason for call was pt reported they received an error message last thursday when trying to adjust their stimulation settings; said something like 'cannot change settings from this device.' Pt mentioned they had been trying to turn their stimulation up from 1.0 when error message populated. When call started, pt said their controller was only showing 'no device found.' Pt said they waited a long time on the phone friday and today to get through to patient services. Pt said they last charged their implant 2 months ago. Agent had pt start charging implant, explained they'd have to hit 'recharge' instead of 'try again.' Pt quickly got to recharging normally, but their ins was in red/low battery state. Recharge quality kept bouncing between excellent and poor when pt moved. Pt said they would try calling back tomorrow when they had enough charge to troubleshoot with patient services. The issue was not resolved. About 5 days ago, when pt first tried to call patient services, they recalled having 70/80% charge on both controller and implant. Agent opted not to collect controller serial number while on call, as pt was having trouble maintaining charging quality. Additional information was received from the patient. Patient called stated they charged up the controller and ins and like to know how to adjust the stimulation. Ps assisted patient with navigating the controller screen to turn therapy on and how to adjust stimulation. Controller shows ins 100% controller 70% charged. Pt later called reporting the equipment is not working. Pt states cannot adjust and provides settings not available and also shuts off the stimulation on its own. Pt states she didn't turn off the stimulation. Pt states at one point ins was 40% however went to bed with ins 100%. Pt states she continues to see settings not available and has met with rep and worked for awhile but now seeing this again. Pss reviewed and directed to hcp and reviewed can try to lower groups not using to see if this helps and increase the requested group.